Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes d.9:device eval by manufacturer? Yes d9: returned to manufacturer on: 2024-march- 5th h.6. Investigation summary: material #: 368836 lot/batch #: 3116841 bd received 5 samples and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for hub-holder separation was observed. Additionally, the customer samples along with 5 retention samples from bd inventory were evaluated by functional testing, each used to draw 6 vacutainer tubes with water, and the indicated failure mode for hub-holder separation with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode hub-holder separation. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder the tube holder detached from the hub of the device. There was no report of patient impact or adverse event.

Event description:
It was reported that while using bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder the tube holder detached from the hub of the device. There was no report of patient impact or adverse event.

Manufacturer narrative:
H6. Investigation summary: material #: 368836 lot/batch #: 3116841 bd received 5 samples and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for hub-holder separation was observed. Additionally, the customer samples along with 5 retention samples from bd inventory were evaluated by functional testing, each used to draw 6 vacutainer tubes with water, and the indicated failure mode for hub-holder separation with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode hub-holder separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.